Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the first two clips failed to form. One came out unformed and the other came out like a pear. Another device was used to complete the procedure. No pt consequences were reported.